Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient reports having multiple seizures recently, but has not been in to see the physician. It was noted that the patient may need generator replacement. The notes indicate that device is "certainly working" and that the device is coming up to a five year time period and may need to be replaced. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date. It is unknown if the multiple seizures are an increase above the patient's pre-vns baseline frequency.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Additional information was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The replacement generator was tested with the existing lead and system diagnostic results showed normal device function. The explanted generator has not been returned to date.